Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed functional under sensing leading to inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.